Event description:
It was reported that the customer experienced an elevated blood glucose level indicated as "high." Cause was not known. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections. No further assistance was required from third parties, and the case was created for documentation purposes only, with no further action needed.